Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case description: blistering and bubbling keypads on older pcus. Newer don't appear to be as big.(B)(6) hospital is their sister hospital and shows the same thing. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: see case notes. Case resolution: seeing a noticeable difference on 8015 and wants to know if there is a recall. (B)(6) hospital remidiation team is on site.